Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prostheses experienced several unexplained systemic symptoms post procedure. Exhaustion, fevers, chills, unspecified respiratory issues, unspecified digestive issues, food allergies, swollen lymph nodes, dry skin, constipation, rashes, and an occasional discomfort in the left breast were noted. Tests performed did not provide any conclusive results as to cause. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2022-01758 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).